Manufacturer narrative:
The sales associate reported the bar will not be returned as there is no allegation the bar did not function as intended. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of two for the same event, reference 0001032347-2016-00749.

Event description:
It was reported the implanted bar did not rectify the deformity to the approval of the surgeon or patient and therefore two bars have been requested. The original bar will be explanted and the two new bars will be implanted. The surgery is scheduled for (B)(6) 2016.

Manufacturer narrative:
The product identity was confirmed by the device history records. The original CT scan of the patient was pulled for review. It was seen that the patient has a severe case of pectus excavatum. The surgeon selected 1 bar and 2 stabilizers on the design input form. The surgeon was given confirmation scans to approve the bar selected for the patient¿s condition. The complaint could not be verified as there are no post-op scans or pictures. The most likely underlying cause of the complaint is due to the patient¿s condition. There are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00749-1.